Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent. The ts and suture are free from the delivery needle. The suture has been cut proximal to t2. Both ts are bent. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. (B)(6).

Event description:
It was reported that during a meniscus repair surgery, t1 and t2 were deployed simultaneously. Ts were removed from the patient. No patient injuries reported.

Event description:
It was reported that during a meniscus repair surgery, t1 and t2 were deployed simultaneously. No patient injuries reported.